Manufacturer narrative:
Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Pump system check did not identify location of blockage; however a minimum fill estimate notification was received. Customer reported to have at times remove and add insulin to a cartridge during pumping. Customer's blood glucose was 216 mg/dl. Customer reverted to using an alternative method of insulin therapy.